Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected event date. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the middle of cylinder 1 bladder. Testing revealed this to be a site of leakage. Microscopic examination of the separations revealed it to have a central groove, indicating contact with sharp instrumentation such as a needle. A group of striations is noted on the exhaust tube of cylinder 1, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Cylinder 2 has tow sutures attached. No functional abnormalities are noted with the pump or cylinder 2. It was concluded that the observed instrument separations noted on the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. Because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that these separations most likely occurred during explant to remove the device. This separation site is not associated with the cause for failure. The returned components were released according to manufacturing and quality control procedures. Due to the brief period in-vivo, it was concluded that the needle stick noted in the middle of cylinder 1 bladder may have occurred during the implant surgery. The observed separation would then have resulted in leakage. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, left tubing leak.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
This MDR was created to document that the report type is a serious injury.

Manufacturer narrative:
This follow-up was created to document the returned device and corrected event date; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.